Event description:
A momentary power loss to the vibrator motor was reported due to malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue appeared.